Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery anomaly. Customer's blood glucose at time of incident was 161 mg/dl. Customer thinks there is delivery anomaly due to the pump starting low reservoir when it is not low. Customer stated the pump is under delivering. Customer does not feel comfortable with the delivery of the pump. Customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No bolus anomaly noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was received with severely scratched display window noted, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.